Manufacturer narrative:
Updated blocks: b3, b5, e1, e2, e3 and h6.

Event description:
Additional information was received that the product was changed out. The surgical procedure was completed successfully. There was no delay, nor adverse consequences to the patient.

Manufacturer narrative:
Please disregard the previously submitted medwatches related to this complaint. After receiving further information, it was determined that this issue was already submitted on MFR report # 9681834-2024-00245. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
D4- device information is unknown as the part number and lot number were not provided. Diligence is being performed to receive this information. H4- device manufacture date is unknown as the serial number is unknown. Diligence is being performed to receive this information.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the high-pressure line blew off the oxygenator inlet. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.